Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the alarms on the patient's dexcom device fail after a few hours of usage. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.